Event description:
The customer alleges that the neptune unit had a "low water alarm" message continue to go off despite there being water in the water bottle. No pt injury or consequences reported.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A DHR (device history record) review could not be conducted since the lot number was not provided. No corrective actions can be implemented due to the lack of device sample and batch number to perform proper investigation and determine the root cause. Customer complaint cannot be confirmed due to the lack of device sample and batch number to perform a proper investigation and determine the root cause.